Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to foreign material in the nozzle, the evaluation findings are as follows: the mouthpiece was loose, due to wear of grip, water tightness was lost, due to wear of angle wire, bending angle in the "up" direction does not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard value, due to damage on the "right/left" knob, the "right/left" knob does not move smoothly, the adhesive on the bending section cover had a chip, the grip had a scratch, the "right/left" knob had a scratch, the forceps elevator knob had a scratch, the protector of the universal cord on the control section side had a scratch, the scope connector cover unit had a scratch, the scope cover plate had peeling, the paint on the suction cylinder was peeled, the forceps elevator had a scratch, the "right/left" knob had a scratch, the "up/down" had a scratch, the plastic distal end cover had a scratch, the switch box had a crack, switch #1 had a scratch, the universal cord had scratch, the control unit had a scratch, the suction cylinder was shaved, the scope cover had a scratch, and the connecting tube had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. It was unknown if there was a delay in the start of pre-cleaning and unknown if the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It was unknown if the endoscope was immersed in a detergent solution and unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. Additionally, it was unknown if the customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope's water supply part was out of order. The device was inspected before use for an intended diagnostic procedure. There were no reports of patient harm. During evaluation, a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.